Manufacturer narrative:
This medwatch is being supplemented with additional information obtained and the manufacturer's final investigation results. During their inspection, the reported issue was confirmed. Based on the damage pattern reported in the sbc¿s technical evaluation report, it is likely that the damage to the insulation insert was induced thermally and/or mechanically. There must have been a crack in the insulation insert, which resulted in its complete detachment. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that an inner endoscope sheath had a cracked distal tip. It is unknown when the reported issue was found. There was no harm or user injury reported due to the event.